Event description:
According to the reporter, during servicing, the two blue cannulas were found to bent in the same spot. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs. The visual inspection of the two photographs depicts the devices bent in the same spot. The visual inspection of the returned product noted the cannulas were bent. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.